Event description:
Litigation papers allege the patient has suffered discomfort, pain, and soreness, which in turn negatively affected plaintiff's ability to move and walk. Elevated ion levels were confirmed. **update** (B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information. The femoral head is being added to the complaint for both sides. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.